Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient felt the stimulation was turned off without any action taken. Patient turned stimulation on however the stimulation was turned off again. Patient stated that the device was charged correctly. Device was explanted, and a new device was implanted as a result to resolve the issue. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event of ipg shutting off by itself was not confirmed. The returned ipg passed all functional testing (bench and autotest). The device was found to be operating according to specifications.